Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 417 mg/dl at the time of incident and other blood glucose was ranging 500 mg/dl. Customer reported that was pretty sure that her insulin pump was not working. Customer changed the battery yesterday but she woke and her blood glucose were 500 mg/dl something also stated that called a couple of weeks ago about getting a new insulin pump but was not getting a new insulin pump. Customer was irritable and tired. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging possible pump under delivery. Drive support cap appeared normal. Customer reported that high blood glucose varied over the month in range 400 mg/dl to 560 mg/dl. The devices will not be returned for analysis.